Event description:
An ortho clinical diagnostics field engineer identified a partially plugged reagent metering probe while at a customer's site. The investigation determined that a malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of pt harm as a result of this event.